Manufacturer narrative:
(B)(4). There was no belt clip received with the insulin pump. The device was received with a missing retainer. The pump was unable to perform displacement test due to missing retainer. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and partially broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.